Event description:
Reporter stated that he had a hiatal hernia repair done and they left his stomach coming out of his side. It healed with a hole. He was returned to surgery and they attached the stomach muscle to the mesh to cover the hole. Since then he is having constant pain and the doctor will only give him aspirin and ibuprofen which irritates his stomach. The reporter stated even though it is not right he is getting pain medication (percocet and little caps) from friends because if he do not take pain medication he cannot eat. His stomach is so swollen he looks pregnant.